Event description:
It was reported that the core saber drill was running while the safety was on and the console read that it was too hot at the user facility. After return to the manufacturing facility for service, it was reported that the drill was heating up. After follow-up with the account, no further information was available regarding this event.

Manufacturer narrative:
During failure analysis, the reported event of the device running in safe mode was not confirmed since no unintended activation was duplicated while evaluating the returned device. The reported event of the device overheating was confirmed during evaluation. The motor coil was found to be corroded and the rotor bearings were worn. Moisture infiltration of the unit could potentially result in component corrosion. Corrosion getting into the rotor bearings could result in the device overheating.

Event description:
It was reported that the core saber drill was running while the safety was on and the console read that it was too hot at the user facility. After return to the manufacturing facility for service, it was reported that the drill was heating up. After follow-up with the account, no further information was available regarding this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.